Manufacturer narrative:
The complaint sample was returned for evaluation and showed the lens to have a rough surface. A review of the lot device history records concludes that the product was manufactured, packaged and released according to global and plant product specifications. Medical documentation was not provided. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
Consumer reported wearing new lens and experiencing pain in left eye. Consumer visited eye clinic and reported that the treating doctor noted a scratched left eye. Doctor prescribed gatiflo ophthalmic solution and recommended that the consumer discontinue lens wear for two to three days. Consumer is recovered. Medical documentation was not provided.